Event description:
Upon starting an IV 18 gauge 1.16 inch angiocath and obtain labs, the tourniquet was on and "up". The site was prepped, and needle/IV catheter was checked and after inserting the catheter, retracted the needle. The site was bleeding. The hub of the IV was found laying on the pt's arm. Tourniquet was still up and pressure was applied. The cannula was not retrieved. The ed physician was called who assessed the pt. Cv surgeon was called and the angiocath was not found under local exploration. CT chest, us/fluoro was completed and angiocath was not found.